Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combinations since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient contacted depuy stating they were experiencing clicking in their right hip. Operative records were received. Records indicate the patient had a depuy hip. Update rec'vd 2/17/2014- patient was revised to address pain. Update rec'd 12/26/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, swelling, and difficulty sleeping. There is no additional information that would change the outcome of the investigation. Update 11/11/2015-pfs and medical records received. Pfs now alleges high metal ions. A correct doi was provided of 1/16/2006. After review of the medical records for MDR reportability, the revision operative note indicated increased metal ions, metallosis, and possible malpositioned cup (not revised). The labs provided for the metal ions are dated after the dor. The stem is being added to the complaint and part/lot is being updated for the liner and hole eliminator. The complaint was updated on: 11/30/2015.